Manufacturer narrative:
The novaflex+ delivery system was not returned to edwards lifesciences for evaluation. Therefore, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of the DHR, lot history, complaint history and manufacturing mitigation's did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. Several factors may have contributed to the delivery system balloon burst during deployment. Over-inflating the balloon or exceeding the rated burst pressure during deployment may cause the balloon to burst. Deployment into a calcified valve carries the risk of a balloon burst as deposits of calcium can puncture the deployment balloon. Deployment into a stent similarly carries the risk of balloon burst as it is possible for the balloon to impinge on the stent during inflation. Per the report, a stent was advanced into the pulmonary conduit before the valve was deployed. It is possible that the balloon caught on the stent during inflation, causing it to burst. Additionally, if the physician applied too much pressure to the balloon during inflation, it is possible that the rated burst pressure of the balloon was exceeded. Per the IFU, 7atm is the rated burst pressure for a 26mm novaflex+ delivery system balloon. If this inflation pressure was exceeded and/or the balloon impinged on the implanted stent during inflation, these procedural factors could have contributed to the observed balloon burst. Due to the device and/or applicable photographs/video not being returned for evaluation, the complaint for ¿balloon ¿ burst¿ was unable to be confirmed. Although a definitive root cause could not be determined, there is no information to suggest a manufacturing non conformance contributed to the event. Available information suggests that procedural factors likely contributed to the reported event. No labeling or IFU/training material inadequacies were identified and review of the complaint history for the month of september 2017 did not reveal that the occurrence rate exceeded the control limits for the trend categories of these failure modes. Therefore, no corrective or preventive actions are required at this time.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 26 mm sapien xt valve in the pulmonary position within a 25 mm pulmonary homograft, the balloon ruptured. Prior to valve deployment, a stent was advanced into the pulmonary conduit and deployed. The valve was then positioned without issue in the ivc and advanced into landing zone and deployed with 22 ml as intended. All the volume was given and, towards the end of the inflation, the novaflex+ ds balloon ruptured. The delivery system was removed, a non-edwards balloon was inserted and post-dilatation was performed one time. Follow up pa angiography showed a well-apposed valve with no cpi and no pr. Upon inspection of the novaflex+ balloon, all the balloon material was intact. The tear is a linear tear that was approximately 1 cm in length that ran vertically along the balloon. The sheath was then removed and access sites were closed. Patient was moved from room in stable condition.